Event description:
Atp9 unit being used for overhead cervical traction with cord fully extended. Pt interrupt switch activated by pt, machine should have released tension, but due to cord being fully extended, tension was applied. No injury was sustained by pt. Pt was subsequently released by removing from harness, by undoing velcro.